Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the cpu and batteries were replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned cpu and batteries all had no failures found when analyzed. Product ID: 9735773, lot #: 1908; product ID:9735787, lot #: 19090240; product ID: 9735996, lot #: 181204. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site's navigation system was spontaneously powering down during a case, and that the amount of time it remains on and powered keeps getting shorter and shorter. The manufacturing representative (rep) has had the site disconnect/reconnect the interconnect cable, tried different wall outlets, and rebooted the system without resolution.